Event description:
A 5/4mm amplatzer duct occluder (ado) was placed in the ampulla of the duct instead of the duct itself. As a result, it moved and was sitting partly in the aorta. The ado was snared and pulled back into the ampulla. The ado remains implanted and the patient was discharged the following day.

Manufacturer narrative:
Sjm could not evaluate the ado involved in this incident since it remains implanted. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.